Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a failed battery test alarm and was not able to clear. After troubleshooting, failed battery test alarm persisted. Customer's blood glucose was 19.3 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test, low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with a cracked reservoir tube lip.